Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a device interrogation it was noted that there was oversensing of noise leading to inappropriate mode switches on the right atrial (ra) channel. The cause of the noise was unknown and was able to be reproduced with clavicle isometrics. A revision procedure was performed a few weeks later where both the device and ra lead were extracted. No additional adverse patient effects were reported.